Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing. No intervention was performed, and the patient was stable.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) also exhibited pseudo-pseudofusion.